Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not using room temperature insulin with the pump. Tandem customer technical support informed customer that hot or cold insulin is off-label per the user guide. Customer changed supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.